Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinc with atrial lead noise, leading to oversensing and inhibition of pacing. The noise was reproducible with arm movement. The lead is pending explant. The patient is stable.